Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods on server 3. The mix results for sample probe 3 resulted 91-101 and results for reagent probe 5 were acceptable. The cse replaced sample probe 3 (s3) mixer and reran service methods, which resulted 99-100. The cse repaired a cuvette washer. The cse ran a quick check, which passed. The cse ran quality controls(qc), which were within range. As per the dimension vista 1500 operators guide: for abnormal assay [e143] : "1. The result cannot be reported. Rerun the sample." The cause of the customer reporting discordant patient results with abnormal assay flag is failure to follow instructions. The cause of the discordant flagged results was related to an s3 mixer malfunction.the instrument is performing according to specifications.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on eight patient samples on a dimension vista 1500 instrument. The discordant results were flagged with abnormal assay errors and were erroneously reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. It is unknown if corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium results.